Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated, and the monitor passed all evaluation tests. Returned therapy cable failed inspection for gel deployment. Review of device event log indicated service error code. The device event log was reviewed for evidence of a therapeutic shock; however, delivery of a therapeutic shock to the patient could not be confirmed. Evaluation findings indicate that the wcd functioned according to the prescription and intended use. In certain cases, an error code could be caused by a therapy cable with intermittent wire connections or a monitor that has been powered off for more than three hours.

Event description:
Kmts field rep called in to report patient receivied therapeutic shock. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
This file was originally submitted on 06/18/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.